Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/2/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? When did the bleeding occur? What was the bleeding source and triggering event? What was the volume of blood loss? How was the bleeding treated? Please describe any medical/surgical intervention required including results. Were there any deficiencies or anomalies noted with the device prior to, during or after the procedure? Was the patient on anti-coagulants prior to surgery? Received information as following from sales rep via phone today. Please refer to the additional event information mentioned on note(a-14777670), other information requested is unknown. The following information was received: after investigation, the patient underwent cervical conization surgery in the hospital due to "cervical intraepithelial neoplasia grade ii" on (B)(6) 2025. The surgeon used the suture (w9215) for tissue suturing during the surgery. The suture broke during the suturing. The surgeon then immediately replaced it with a new suture of the same product code to continue the suturing. The subsequent surgery went smoothly. This event led to an increase in the patient's intraoperative blood loss (the specific amount of increased blood loss was unknown), and no subsequent adverse event report was received.

Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - did this event contribute to any patient adverse event? --received information as following from sales rep via phone; please refer to the event description, other information requested is unknown. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cervical conization procedure on (B)(6) 2025 and suture was used. The patient underwent surgery for "grade ii cervical intraepithelial neoplasia". During the operation, a portion of the cervix was conically cut, and during cervical suturing and shaping, the suture broke during the second stitch. To avoid increased bleeding, the doctor requested an immediate replacement with a suture of the same model. The surgery proceeded smoothly afterwards. No adverse patient consequences were reported. Additional information was requested